Event description:
It was reported that the high voltage tank on the 9800 system was arching. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.